Manufacturer narrative:
Findings: unit passed displacement test, rewind, and basic occlusion test. Unit received with stuck motor error alarm loop during bolus delivery. Motor was tested outside the device and passed. Motor may have had an intermittent failure not detected during our testing. Unit received with minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error/e70. Customer's blood glucose was 237 mg/dl. The customer was unable to continue troubleshooting because pump keeps getting the motor error alarm and has to keep rewinding the device. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.